Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, after a meal, the basal delivery "over corrected". There was no reported adverse impact to the customer¿s blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Pump data was not available for tandem technical support to perform a review to determine a possible cause. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.